Manufacturer narrative:
With the available info, a cause or contributing factor cannot be identified.

Event description:
It was reported that the pt underwent surgical implant. Three weeks post-op, she began to experience pain in the top and back of her head with audible "static" noises. The pt reports that the symptoms come on suddenly and start at the top of her head and then move down into the throat. The pt continues to experience the symptoms to date. The pt was seen by at least three surgeons. One surgeon told the pt there was nothing wrong; one surgeon diagnosed the pt with occipital neuralgia; and one surgeon diagnosed the pt with seizures. Nothing has been confirmed. Additional info has been requested from the hcp. A f/u report will be sent if add'l info is received.